Manufacturer narrative:
It was reported that the tip of the delivery sheath was observed to have split and was nearly broken off upon removal from the patient. Information from field indicated that the patient had tortuous anatomy; and that the device was partially-recaptured twice as the device was not coaxial in the laa during those deployments. Field also indicated that there was no difficulty inserting the delivery sheath into the patient nor was there difficulty advancing the delivery sheath through the patient anatomy. No adverse patient effects were reported. A returned device assessment could not be performed as the device was not returned for analysis. Three images from field appeared to show split at the tip of sheath, confirming reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. Cross functional teams at abbott reviewed the reported details and deemed the reported event was related to a potential product quality issue. As a result of this finding, the reported event is under further investigation per internal procedures.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for a procedure on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The devices were prepared per IFU. During the procedure, the device was partially recaptured twice as the device was not coaxial in the laa during those deployments. The device was released from the delivery cable upon the third deployment. Upon removal of the delivery sheath from the patient, the tip of the delivery sheath was observed to have split and was nearly broken off. The patient had no tortuous anatomy. There was no difficulty inserting the delivery sheath into the patient nor was there difficulty advancing the delivery sheath through the patient anatomy. No damage was visible on the delivery sheath prior to removal from the patient. There were no adverse effects to the patient. The patient status was stable.